Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle tip on pn 31x8 stuck out of the outer cap.

Event description:
It was reported that the needle tip on pn 31x8 stuck out of the outer cap.

Manufacturer narrative:
Investigation summary: one open 31g x 8mm pen needle sample was returned from lot. No. 7137832, cat. No. 325105. Visual examination was carried out on the returned sample and a cannula through shield was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Capa290556 was raised to address this issue.